Event description:
It was reported a diltiazem continuous infusion (125mg/125ml). New bag hang at 22:44, started at 5mg/h. At around 23:00, the bag was found to be empty. Bp dropped but otherwise, no apparent patient harm.

Manufacturer narrative:
The reported issue that the diltiazem medication bag was found empty prematurely could not be confirmed; no product or device logs were returned for investigation. The root cause for the reported issue that the diltiazem medication bag was found empty prematurely was not determined because no product or device logs were returned. No device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿over infusion¿. Based on the crb review and the limited information provided no further investigation actions will be performed.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient informations were requested but not provided.

Event description:
It was reported a diltiazem continuous infusion (125mg/125ml). New bag hang at 22:44, started at 5mg/h. At around 23:00, the bag was found to be empty. Bp dropped but otherwise, no apparent patient harm.